Manufacturer narrative:
Final analysis found burn marks to the ac power adapter and circuit board which contributed to the field complaint of power up anomaly. It was suspected that the damage sustained occurred after exposure to an electrical storm.

Event description:
It was reported that the transmitter was hit by lightning and will not power up. Upon inspection, the transmitter's prongs were charred and black. The transmitter was replaced.